Event description:
The patient reports that she has never felt she had as good control of her spasticity after the last pump replacement. Just under two years after the pump was placed it did alarm. Apparently, there was a reboot done by medtronic and it has not alarmed since. However, given her symptoms and lack of response to fluctuating dosing of her pump, eventually a roller study and a pump myelogram were done by her report. Her understanding was that these studies were negative and therefore, an intrathecal baclofen test was done in march of 2013. Apparently, she had a good response to this and therefore, it is theorized that there is a problem with the pump delivering the medication to her spinal fluid.